Event description:
It was reported that during implant. Visual analysis revealed insulation damage on the lead. The physician elected to not replace the lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead damage was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The cause was found to be insulation being detached from the connector and bifurcation boots due to procedural damage.